Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated. Both leads are reported as it is unknown which lead was affected.

Event description:
Related manufacturer reference number: 1627487-2021-14694. It was reported patient experienced lead migration. X-ray revealed that one of the leads had migrated. As a result, patient underwent surgical intervention on (B)(6) wherein one of the leads was moved back to the position. This addresses the issue.